Event description:
During service of the unit a "will not power up on internal or external power" condition was found. Replaced battery and power "bd", due to integrated circuit u11, to correct the failure mode.